Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler /liberty cycler set malfunction or product deficiency was associated with this event. The exact cause of the peritonitis cannot be determined with the information available. However, the patient¿s pd effluent grew pseudomonas which is bacteria typically found in the environment (water/soil and favor moist areas such as sinks, toilets and showers). Peritonitis is a well-known potential complication in pd patients and infection caused by the organism pseudomonas is not uncommon finding. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis. Upon follow up with the pd registered nurse (pdrn), it was reported that on (B)(6) 2019 the patient was hospitalized for peritonitis. Per the nurse, pd cultures obtained in the hospital (date unknown) yielded growth of pseudomonas. The patient was treated with unknown antibiotics while hospitalized (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and the patient was transitioned to hemodialysis (hd). Subsequently, on (B)(6) 2020, the patient was discharged home continuing hd. Reportedly, the patient is recovering from the event.

Manufacturer narrative:
Additional information: h6 (method, result, conclusion) corrected information: h6- removing codes: method: c139460, results: c92084 (device returned and physical evaluation was performed) plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, load cell verification check, valve actuation test, and a go/ no go check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.